Event description:
It was reported that out of range high impedance in rv to can and svc to can were observed. Connection issue was suspected. The device was explanted.

Manufacturer narrative:
The anomaly observed in the field was confirmed via the printouts. The device was tested on the bench and in the automated system; no anomalies were found. The cause of the impedance anomaly observed in the field was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.